Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes where r waves where being undersensed. Programming changes were discussed. No intervention was reported. Patient will continue to be followed up normally.